Event description:
The customer returned an implant. There was no information provided regarding a device malfunction; however, this report will be completed as a precaution.

Manufacturer narrative:
The investigation for this device is not yet complete. Also, additional information regarding the returned device has been requested from the customer. An update will be provided once the additional information has been received and the investigation has been completed.